Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to herniated reservoir. The reservoir was original located in the space of retzius, and after the migration it was located external to the transversalis fascia. The physician opted to remove and replace only the reservoir. No further patient complications were reported.